Manufacturer narrative:
The most probable root causes associated with this failure mode are disconnected, faulty or damaged components or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. At this time, the product has not yet been returned for this complaint. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the product was reviewed and the dhrs showed the product met specifications prior to release to distribution. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reports the temperature of their abbott diabetes care device, "goes hot while charging." No further details are available at this time. There was no report of fire, smoke, explosion, or shock. It is unknown at this time if the charging cable and adapter used was the cable and adapter supplied by adc for use with the libre device. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The reader was visually inspected, and no damage was observed. When connected via cable, the reader was powered on normally, and the date and time were successfully set. It was stated by the customer that the reader's temperature increases when it is plugged in. No burn marks or component damage were observed. The sensor was de-cased, and a visual inspection of the pcba was performed. The battery voltage was measured which was outside the specified range. The returned battery was replaced with a known good battery, after which the reader was powered on. The stm processor was found to be present. The pcba was inspected using a thermal camera. A hotspot was observed on u2. A multimeter was used to measure the voltage across resistor r100. The voltage across the resistor was measured. Issue was forwarded for further investigation. The reader was visually inspected, and no issues were observed. The reader was de-cased during phase 2. The pcba was visually inspected, and no issues were observed. The stm processor was returned. The reader log was downloaded, parsed for cybersecurity error codes, and saved. The time and date could not be set. The returned battery was too low to power on the reader, so a known good battery was used to continue testing. A thermal camera was used, and u2 was observed. A multimeter was used to measure the voltage across resistor r100. A voltage greater than 0v. The over heating components is caused when an incorrect charging adapter is used, cause the overcharge protection to fail and results in components heating up from a high voltage than that required and can cause the reader functions to stop working. Therefore, issue is not confirmed to use due to incorrect adapter used. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reports the temperature of their abbott diabetes care device, "goes hot while charging." No further details are available at this time. There was no report of fire, smoke, explosion, or shock. It is unknown at this time if the charging cable and adapter used was the cable and adapter supplied by adc for use with the libre device. There was no report of death, serious injury, or mistreatment associated with this event.